Event description:
It was reported over the past two weeks the facility has had five 20g 0.75 in huber needles crack along the second port (the one closest to the patient) after the adapter had been added or after it has been in place several days it started leaking. This report addresses the second of five needles.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of cracked infusion set y-sites was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was two 20ga x 0.75¿ powerloc max safety infusion sets. Usage residues were observed throughout both samples. Needleless injection caps were attached to both luer adapters. Longitudinally aligned splits were observed in both y-site luer adapters. Microscopic inspection of the splits revealed granular fractures surfaces. Material discoloration was observed in the vicinity of the splits. The splits both occurred along molding weld lines. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. Corrective actions are being investigated by the supplier and the complaint sample was manufactured prior to implementation of any corrective actions. A lot history review (lhr) of asdvf005 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asdvf005) have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdvf005 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asdvf005) have been reported from the same facility.

Event description:
It was reported over the past two weeks the facility has had five 20g 0.75 in huber needles crack along the second port (the one closest to the patient) after the adapter had been added or after it has been in place several days it started leaking. This report addresses the second of five needles.